Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle lead was explanted and replaced due to unknown reason. The patient was in stable condition.